Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading blood as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started to read blood as control solution at 4:30am on (B)(6) 2015. The patient does not administer medication to manage her diabetes. She reported that after she obtained the alleged inaccurate result, she continued with her usual diabetes management routine. She reported that after the alleged issue began, she developed symptoms of "shakes." She denied receiving any treatment for her symptoms. During troubleshooting, the cca confirmed that the patient's test strips had been stored correctly and the patient described the correct testing steps. The cca walked the patient through a retest and she obtained a blood reading as control result of "98 mg/dl." The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The test strips have been returned and further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.